Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left inguinal artery. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left popliteal artery. The sterling sl mr 2x120x150 balloon dilatation catheter was advanced with force while attempting to cross the lesion. The balloon then ruptured on the first inflation at 5atms with an approximate duration of 3 seconds. The balloon catheter was removed from the patient intact. The procedure was completed with another sterling balloon dilatation catheter. No patient complications were reported and the patient¿s status is good.